Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition with a scratched screen. The customers reported problem was verified. A fluid filled cassette was attached to the pump, testing could not be completed due to a cassette not attached error. The downstream sensor will be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed an alarm that the cassette is not attached properly. There was no reported injury to the patient.